Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volux¿ xc in the temples. Patient experienced a vascular occlusion in the temples 48 hours post injection. Hcp noted they are following "vascular occlusion protocol" for treatment. Symptoms are ongoing.

Manufacturer narrative:
Information about this case was previous submitted in MFR report #3005113652-2025-00966. All information will be consolidated into this MDR. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, a3, b3, b5, b6, b7, section c, d4, d6a, h4, h6, h8.

Event description:
Additionally, the healthcare professional reported that the patient was also injected in the hairline. The next day, the patient reported "discomfort, bruise, and pressure" and the patient was advised to take aspirin 81 mg and a warm compress. The next day, the patient awoke with "blisters/pimples and was treated with doxycycline 100 mg and viagra 50 mg. The event resolved a month later.